Event description:
A caller reported a malfunction on their pump, identifying it as "malf 12." There was no adverse impact on the customer's blood glucose level. The customer was assisted in resetting the pump, and after resetting, the malfunction did not recur. Technical support advised the customer to continue using the pump and to reach out if the issue happens again; the customer confirmed their understanding of these instructions.